Manufacturer narrative:
Product passed functional testing per process summary with no faults or errors. Product also passed functional testing during 48 hour burn-in. All functions performed as expected. No problem found. Burn on thigh could have been the result of improper pad placement. It is unknown at this time which pad was utilized during the procedure. No conclusion could be made for the reported incident. (B)(4).

Event description:
During recovery period a burned was noticed on the patient's thigh. Unknown type of grounding pad used during a shoulder scope procedure. No other information is available at this time.